Event description:
A healthcare professional reported a right implant rupture confirmed by usg and MRI. The device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
A healthcare professional reported a right implant rupture and "simple cysts up to 8mm in diameter in both breasts", confirmed by usg and MRI. The device has been explanted.

Manufacturer narrative:
Clarification to d6b: explant has occurred but date is not known. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Cyst-ndr: not applicable as the event is not related to the device. Additional observations: creases is observed. Missing shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
The device has been explanted.